Event description:
It was originally reported that following a device replacement he went into recovery at 5 pm. At 7:15 pm, the pt was found covered with blankets and shaking "flopping around like a fish out of water". He was not cold, but the shaking was due to a programming issue "left out something with the impedances." He spent an uncomfortable night due to uncontrollable shaking and the pt's son did not know how to work the pt programmer. The pt's physician saw him the next day. His device was reprogrammed and the shaking stopped. The company rep confirmed that a step was missed in programming. It was later reported that the physician had to take an extension from the abdomen and "wind up" wire to put under chest. This caused the pt to need "extra holes" to get the wire back up. The programming was backwards for the left and right side. The pt experienced shocking sensations in his left arm when switching programs. It was noted that it has been harder to talk and swallow the last couple years and it seemed less severe when he used his previous pt programmer to change programs. He was able to talk some on program c. He was at home. Additional info has been requested.

Manufacturer narrative:
(B)(4).